Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units screen is damaged. There was no patient reported.

Manufacturer narrative:
A getinge field service engineer fse replaced the display, mounting plate, cable, video receiver to lcd and display w/ rtv bead sea. All functional and safety checks performed to meet factory specifications.

Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2., h11. A getinge field service engineer (fse) replaced the, display (0065-00-0391), mounting plate (0406-00-0916), cable, video receiver to lcd (0012-00-1747) and display w/ rtv bead sea (0160-00-0113). All functional and safety checks performed to meet factory specifications the following was performed by technician of the maquet failure analysis and testing (fat) department.the failure analysis and testing department received the following parts associated with this complaint: display w/rtv bead sea,mountain plate, nec display, meritec cable, video receiver to lcd.these parts were received with a reported unit failure message of screen damaged. Performed visual inspection of this parts received and found scratches on 10.4¿¿ display w/rtv bead sea, mountain plate was bended, and cable looks in good condition. The fat dept. Verified the failure message of damaged for 10.4¿¿ display screen and mountain plate. Please see attached pictures.the fat dept. Could not verify the failure message for cable, video receiver to lcd.retaining all complaints parts in the fat dept. Per procedure.root cause grid: user- operational context & not confirmed.the most probable root cause for the reported failure is loss of display due to aging.